Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) medical school hospital in 2015, primary surgery was performed using the expedium di system. The fixed area was t12 ¿ l4. On (B)(6) 2017, re-operation was performed because the di screws implanted at l1 and l3 were loosened. During the surgery, the following event was confirmed. - he heard unusual noise from the screw driver (part#: 279722400, lot#: mi45799) at the time of replacing the di screw (7-45 mm) with another size of 8-45 mm at l3 (right side). - he noticed that the tip of the screw driver was broken, and the broken tip was stuck in the di screw. - to remove the di screw together with the broken tip was one of the options, however, he did not remove the ID screw for fear that loosening might happen. - the broken tip was left in the di screw. The re-operation was completed without any delay. We are requested by the surgeon to submit an in-depth investigation that should contain the following issues. - reasons for breakage of the screw driver. - frequency of use and how to maintain the device.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.